Event description:
It was reported by the customer that needle protrudes from the shaft when safety button is pushed. No other information was received regarding any serious injury as a result of this product issue.